Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and the lead appeared damaged at implant. The analyst commented that the helix extends and retracts within product specification.

Event description:
It was reported that during implant the right ventricular (rv) lead helix could not be opened normally. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.